Event description:
It was reported that the customer had a high blood glucose level. The customer's current blood glucose level is 600 mg/dl. The customer states there was a hospitalization on (B)(6) 2015 that was reported and currently used the insulin pump to treat for the high blood glucose. Also customer mentioned that her keystones were high and she would go to the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer declined to check for the presence of leaks on the insulin pump. Finally customer stated she needed to go and disconnected the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.